Manufacturer narrative:
One photo was received for investigation. Through visual inspection, is observed in the photo a white female cap in an open blister and in the top part a dark mark is seen. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause is associated with operator error during the manual load and feed of product into the blister pocket. Manufacturing personnel have been notified of this incident to increase awareness of this matter.

Event description:
No additional information

Event description:
Material#: 408531; batch number#: 2222712. It was reported by customer that while inspecting prior to use they found black particles in some of the caps. Verbatim#: rcc received a complaint via email. Email(s) attached. While inspecting prior to use they found black particles in some of the caps.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.